Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: this account experienced an abrupt shut off. The machine shuts off, while plugged in, during prep for a procedure. The account was not able to complete the procedure and currently has a loaner unit.